Event description:
On (B)(6) 2012, the reporter contacted animas to report the body of the insulin cartridge was leaking, and the insulin was not filling the cannula. The patient's technique was correct, and there had been no misuse of the product. The patient reported no trauma or damage seen to the cartridge. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the cartridge has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.